Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was unable to confirm reported issue on site or in device logs. The (fse) replaced drive manifold as a precautionary measure. Also, replaced the power cable due to secondary insulation being exposed. Device passed all performance and safety tests according to factory specifications. Device was returned to customer.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit had intermittent error code 01. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.